Event description:
The pt developed an infection in her back following a surgery for thoracic fusion and pump replacement. The lead was explanted. She went to rehab to recover from the infection. The neurostimulator (ins) was removed once the infection was resolved. There was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).